Event description:
It was reported that a patient experienced intraperitoneal effusion, clinical peritonitis and a tense abdomen after undergoing a surgical procedure in which adept (icodextrin 4%) adhesion prevention solution was used. The adept was being used for a hysteromy. The event occurred on postoperative day seven. It was reported that the patient did not have a fever. It was not reported if the patient was hospitalized for the event. Medical intervention and clinical outcome was not reported. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.